Event description:
It was reported cutter blade cannot be attached to the main unit. The event timing was before surgery. There was no harm or delay reported. The laser markings/instructions were visible. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, the comb was deformed and the unit could not be properly meshed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country: japan. Review of the most recent repair record determined the unit could not be properly meshed and the comb was deformed. The comb was replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.